Manufacturer narrative:
The investigation was based on the provided information and logfile analysis of the affected oxylog 3000plus device. The charging issue and stop of ventilation at the reported time could be confirmed based on the logfile analysis. However, all alarms were alarmed as specified (battery related alarms and charging led was red), also during start-up of the device. As an aftereffect the device does not switch back to external supply and stays in battery mode which can result in a fully depleted battery. According to the instructions for use, the actions documented in accordance with the alarm shall be performed. Therefore, the user is informed to make sure that the battery is always removed and reinserted or replaced after occurrence of the ¿no int. Battery charging¿ alarm message, without removing the device from mains supply. In the current event, the user did not react to the error situation in accordance with the instructions for use. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the instructions for use. Due to a too long not ending battery charge or the indication of a battery error, this can lead to an uncertainty of the user. The device alarmed and behaved as specified. No patient harm was reported. The user has to act according to the IFU in of a charging error. The risk arising from the battery fault indication situation is covered by the risk management report, no previously undetected risks have arisen. No change of risk management report necessary.

Event description:
It was reported that during use on a patient, "battery discharged" alarm occurred. Reportedly, the ac cord was being connected to the device. The led indicator for the ac was lit in green, while the led indicator for the battery was red. There were no health consequences for the patient reported.